Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. The reported separation was confirmed although failure to advance and difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties and treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling. (B)(4).

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a chronic total occlusion in the mid right coronary artery. A non-abbott guidewire failed to cross the lesion and was replaced with a progress 80 guidewire, which also failed to cross the lesion. Another attempt to cross the lesion was made with a progress 120 guidewire. While the progress 120 guidewire was being advanced towards the lesion, the tip got stuck in the anatomy. When the progress 120 guidewire was pulled, there was a tip separation approximately 3 cm from the distal end of the guide wire. The detached tip of the guidewire was compressed against the vessel wall by deploying a non-abbott stent. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.